Manufacturer narrative:
MFR completed the entire form. The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. Reportedly, the device was dropped. The device began alarming and became non-functional. After the device began alarming, the pt waited 10 hours to call for clinical support, by this time her blood glucose was 541 mg/dl. She gave a injection. An hour and a half after that she went to the hospital where upon admit her blood glucose was 386mg/dl. The pt was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.